Event description:
The pt was implanted with a vented electric lvad in 2002. Due to suspected mechanical issues with the lvad the pt was switched to pneumatic back up using a stroke volume limiter and lvad drive console. In 2003, the hosp clinical engineer contacted the MFR and stated that the pt was ambulating when the stroke limiter (svl) was dropped and the pt side pneumatic tubing broke off of the svl. The pt then was changed to a back-up stroke volume limiter without any pt injury.